Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for a pre-discharge check on (B)(6) 2020. Upon interrogation, it was noted that the atrial threshold test showed ventricular pacing and the ventricular threshold test showed atrial pacing. This indicated that the right ventricular lead was in the atrial port and the atrial lead was in the ventricular port. The patient returned to surgery and the leads were switched to the proper ports. The patient was in stable condition.